Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to device non-use. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on january 05, 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on march 15, 2022.